Event description:
During an uneventful atrial flutter ablation while observing the catheter under fluoroscopy, the catheter appeared to have a kink near the fourth electrode. After removing the catheter from the patient and manipulating the steering mechanism two times, it was noted a wire loop protruded through the catheter shaft between the third and fourth electrode. A second catheter was opened and used successfully. There were no consequences to the patient.